Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery during basal and bolus delivery for around two weeks. Blood glucose value was 398 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime. Then rewind, reinsert the reservoir and perform manual prime; customer stated the insulin pump alarmed no delivery. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.